Event description:
Biomed went to the surgical ICU to investigate the continuous/intermittent suction regulators. Found the ohio medical and the ohmeda medical suction regulators to be working properly, but the tenacore suction regulators tested did not work in the intermittent mode. Biomed opened one of the broken tenacore suction regulators and found the rubber gasket was cracked causing the suction gauge to lose its intermittent function. Biomed checked all tenacore suction regulators in the whole medical center and found several with this issue.